Event description:
Reported by the customer as: do not repair pump. Customer needs the pt history printed and emailed to her at (B)(6). Patient overdosed on fentanyl. Pt had a respiratory arrest and sent to the hospital and was in ICU. Pt is currently home and doing well. Customer needs to rule out user error. Moog requested more information about what the intended rate and dose parameters were and what the medical intervention consisted of but the customer did not want to share this information with moog.

Manufacturer narrative:
Method: actual device was evaluated. Standard performance tests were conducted and passed. Tests performed include volumetric accuracy testing, pressure tests which detect for free flow and occlusion alarms and testing of the air in line alarm. Photos taken of the device itself. No physical damage noted. Conclusion: could not duplicate or confirm over delivery. Device passed accuracy testing at 19.9ml/hr, 125 ml/hr and 400ml/hr by delivering with accuracy percents of - .8%, +2.1% and +.9% respectively, well within the device specification of +/- 5.0%. Device operated per specification per comments directly above. Device found to have a worn out seal. This is a normal wear item for a pump of this age (5+ years old). (B)(4), rn for moog medical, spoke with (B)(6), user facility representative, and (B)(6) would not provide (B)(4) with any information regarding the intended rate/dose, patient information or further event information. Moog cannot determine root cause of the alleged over delivery as our testing found the pump to function per specification.